Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, the right ventricular (rv) lead was screwed in near the his bundle, and then tested. High and inconsistent thresholds were noted. The lead was unscrewed in an attempt to relocate. Despite multiple counter-clockwise turns and pulling, the lead would not dislodge, and could not be placed in another anatomical his bundle spot nor could it be extracted. The lead was capped and replaced. No patient complications have been reported as a result of this event.